Manufacturer narrative:
Product ID: 3093-28, lot# j0546589v, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6)2003, product type: programmer. (B)(4).

Event description:
The patient reported that they have had issues since implant, but it had gradually worsened over the years. The patient stated: "ever since I had the interstim put in years ago, this started. But it was not that bad." See also manufacturer's report # 6000032-2015-00018. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.